Manufacturer narrative:
Report late due to asr to individual reporting transition per FDA letter dated june 28, 2019.

Event description:
The clinician reports that the day the implant was placed in fdi 36, failure occurred upon insertion. Primary stability not achieved and implant surface not completely covered with bone. Patient presented with bone type iii. The device was forwarded to the manufacturer. At the event the patient experienced: pain and fistula. No further patient complications were reported.